Event description:
The customer reported that a bolus was applied without pressing the bolus button on their omnipod personal diabetes manager (pdm) and due to this they requested a replacement pdm.

Manufacturer narrative:
The user reports a bolus delivering without hitting the bolus button. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files found no evidence of an uncommanded bolus. Not enough information was provided to distinguish the reported uncommanded bolus. A review of the information in the logs for all boluses on the date of occurrence found evidence of programming. The logs show the confirm button being pressed for all boluses on the date of occurrence to confirm and deliver all boluses. The audit logs show that carbs, blood glucose (bg) values, or both were input into the bolus calculator for all boluses delivered on the date of occurrence. The audit logs show the use continuous glucose monitoring (cgm) button in the bolus calculator being pressed for all boluses where bg values were entered. For all boluses where carbs were entered, the engineering log files show the carb amounts increasing one digit at a time starting at 0, indicating single button presses to increase the carb amounts and the bolus calculator calculating a suggested bolus for each digit entry as expected. Further evidence of interaction with the controller show the bolus button on the home screen pressed to open the bolus calculator for each bolus. No evidence of an uncommanded bolus was observed in the available log files.